Event description:
The customer reported that the lh750 hematology analyzer did not flag for nrbc (nucleated red blood cells) or correct the wbc (white blood cell) count on one patient sample. The sample was run twice on the lh750 analyzer and had wbc counts of 45.7 x10^3 and 45.8 x10^3. The test results were accompanied by instrument-generated messages for imm ne 2 (immature neutrophil 2, suspect immature neutrophils, primarily metamyelocytes, and promyelocytes). A manual differential was performed on the sample. Thirty nrbcs were counted and the wbc count was estimated to be 30 x 10^3. The customer noted that some nucleated red blood cells were as large as small lymphocytes. The erroneous test results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This MDR is for patient 1 of 1 on analyzer 1 of 2. See MDR #1061932-2011-01379 for patient 1 of 1 on analyzer 2 of 2. The lh750 software detects nrbcs (nucleated red blood cells) by looking for features in both the wbc (white blood cell) histogram and the differential (diff) scatter plot. An analysis of the test data associated with this patient sample indicated that although there were enough events in the debris region of the diff scatter plot, the front of the wbc histogram showed a single population and it was not a typical nrbc pattern rather a typical lymphocyte pattern. Therefore, the software algorithm missed tripping an nrbc flag and failed to correct the wbc count. This was a sample specific issue where nrbcs were as large as lymphocytes. The nrbcs were completely mixed with the lymphocytes and were undetected by the instrument though other results flags were initiated. Per beckman coulter inc labeling, nrbcs are a known interfering substance for wbc counts and very small or multi-population lymphocytes can interfere with nrbc identification. Field service was not dispatched for this event.